Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. Further information was requested, but not yet available. There were no patient consequences.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced. Further information was requested, but not yet available.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However an abnormal transient battery voltage drop was detected. The voltage drop is consistent with lithium cluster formation in the battery. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.